Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the cannula of the vasoview hemopro split in half. It was reported that no pieces came off of the device, so no other incision was necessary. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).